Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture in the cartridge compartment and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/05/2017 with the following findings:. Black box shows evidence of unexplained "por" events following a eaw 128-replace battery alarm on 6/17/2017. Pump powers with returned battery cap to a audible tone, vibration alert but screen remains blank. Battery cap is able to fully tighten. Battery cap measures within specifications, . Battery compartment intact. No evidence of moisture contamination inside battery compartment. Base crack observed between case seal and keypad. Cartridge compartment intact. No evidence of moisture contamination inside cartridge compartment. Leak test shows leak at base crack. Removed pump case. Evidence of moisture contamination inside pump on display flex cable and connector. Checklist steps fail due to blank display. Blank display due to internal moisture contamination.